Event description:
It was reported, one day post implant, that an alert was triggered due to bipolar, out of range, pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Unipolar leads will result in an out of range bipolar impedance warning when measuring impedance from tip to ring. Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2015; 6937a-52, lead, implanted: (B)(6) 2015. (B)(4).